Manufacturer narrative:
It was confirmed at bench repair that the internal battery failed and required a replacement. The customer notified bench repair that they had a spare internal battery for replacement and that they would perform the replacement. The unit was then sent back to the customer. Multiple attempts to request confirmation of the customer's replacement of the internal battery have been performed but unsuccessful. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery error. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Bench repair is currently pending. Investigation is ongoing.